Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Corrected: g1.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had hip joint replacement for ddh on (B)(6) 2020, patient dislocated anteriorly, late afternoon on the (B)(6) 2020 while still an inpatient in the hospital did the patient experience a post-op device malfunction?: no, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?: yes, did the patient require revision surgery or hardware removal?: yes, facility name of original implant: (B)(6) hospital, was device explanted?: true, hardware/explant removal due to: malposition, did patient require revision surgery?: true, if yes, date of revision surgery.: (B)(6) 2020, reason for revision surgery.: dislocation, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?: dislocation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: x-ray, is the patient part of a clinical study: no, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.